Manufacturer narrative:
(B)(4).

Event description:
On (B)(6) 2018, a system of gore® excluder® aaa endoprostheses was implanted as part of an endovascular aortic repair. During the procedure, each device was reportedly advanced and deployed with no issues. However, upon removal of the internal iliac component delivery catheter (hgb161407a/17239965), it was reported that the leading olive became separated from the catheter and remained in the patient. According to the report, resistance was felt upon removal of the delivery catheter, and additional force was used to pull the catheter. A snare catheter was used to retrieve the olive from inside the patient, and the procedure went forward to completion without any further complications. The patient tolerated the procedure. The delivery catheter was discarded at the hospital and, therefore, was not available for analysis by gore.

Manufacturer narrative:
Correction to event description in section b5: lot number for internal iliac component hgb161407a should be 17238865.